Manufacturer narrative:
Investigation included customer interview and troubleshooting with education on correct setup and priming procedure. Investigation of this case revealed user setup error related to tubing connection prior to priming as a probable contributor to insufficient insulin delivery. It was concluded that the event was consistent with hyperglycemia due to use error, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and completed a full supply change, including rewinding, inserting a new cartridge, connector, and tubing, and placing a new infusion set; the user later disclosed they did not connect the tubing segments before priming and received guided education on a proper site change and resuming insulin delivery. Symptoms included elevated glucose with a reported value of 258 mg/dl. Outcomes included continued ilet use with expectation of automated correction and a plan to reassess after one hour, without medical intervention.